Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports left side rupture. The device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: deformation, weight to the spec, creases fold, wear abrasion. Bubbles and cloudy color in the gel observed after autoclave cycle. The unit is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reports left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture.

Event description:
Physician reports left side rupture. The device has been explanted.